Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Connections and impedance check was performed. High impedances were reported. Return of pain. The patient was successfully reprogrammed around his impedance issues with stimulation coverage in his areas of pain. The cause was not known. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot/serial# (B)(6), implanted: (B)(6) 2022, product type: lead; product ID 977a260, lot/serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated high impedances, noting red x's seen as well as avoid electrodes. They programmed around the high impedances. Patient nearing end of battery l ife - interrogation completed with impedances noted and missed connection on battery. Patient sent to hcp for battery replacement/revision. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.